Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. The patient¿s parent reported a missed audio alert that resulted in the patient being taken to the hospital. The patient¿s low alert setting was 55 mg/dl; however, no other details concerning the event or patient symptoms were documented. Based upon documentation, it is presumed the patient experienced a hypoglycemic event. There was no documentation of the specific medical intervention provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.